Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent and subsequently passed away due to the event. The cause of and the treatment for the cloudy effluent was not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if dianeal therapy was ongoing until the time of death. Subsequently, on an unreported date, the patient passed away. The cause of death was reported to be ¿cloudy effluent¿. It was not reported if an autopsy was performed. No additional information is available.